Event description:
It was reported that a patient incident occurred with the 8100 pump device. An infusion was programmed at 2.3ml/hr and it was noticed the medication did not infuse correctly. There were no adverse effects caused to the patient.

Manufacturer narrative:
The customer¿s complaint of an over infusion of lipids was not confirmed or reproduced during testing. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, the suspect device successfully completed an infusion of guardrail IV fluid dextrose 5% (drugid= 76) at a rate of 2.3 ml/hr before programming additional volume to be infused (50 ml). Approximately 2 hours 41 minutes after the start of infusion, the device alarmed three (3) times for air in line. The device was channeled off and removed from use. Total volume infused= 41.327 ml. Inspection of the devices showed no anomalies. Testing showed the device was delivering fluids within specification. Testing showed the sear consistently engaged the safety clamp when the door opened. The test administration set was not returned for investigation. The devices were being used for treatment purposes. Note: the pumping mechanism was disassembled during internal inspection. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer. The root cause of the customer¿s complaint of an over infusion of lipids was not identified. Inspection: the event administration set was not returned for investigation. Lvp sn (B)(6). The device was received in fair condition. The instrument seal was missing. Dried fluid an corrosion were observed on both iui¿s. Dried fluid ingress was observed on the rear case under the male iui. Corrosion was observed inside the rear case (date code: november 2017) door latch was painted blue. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. Bezel was disassembled and observed with corrosion on the frame (date code: (B)(6) 2017) a tag was attached to the received system with additional event details all inspected parts were manufactured by bd. Log analysis results: the customer provided an event date of (B)(6) 2021 at 1:30 pm on the tag attached to the returned system. Review of the pcu error log showed no recent errors were recorded. Review of the pcu event log showed, prior to the issue being reported to bd, the pcu was powered on at 5:58 pm on (B)(6) 2021; same patient and same profile (genpeds 0 kg- 20 kg) were selected. At 10:05 pm, the suspect device was selected and programmed an infusion of guardrail IV fluid dextrose 5% (drugid= 76) at a rate of 2.3 ml/hr (vtbi= 35 ml). However the infusion was paused. At 10:06 pm, the infusion was restarted. On (B)(6) 2021 at 1:20 pm, the infusion completed; device was kvo (rate= 1 ml/hr). At 1:22 pm, the suspect device was selected and changed the vtbi to 50 ml (rate= 2.3 ml/hr). Between 4:03 pm and 4:06 pm, the suspect device alarmed three (3) times for air in line. At 4:07 pm, the suspect device alarmed for flo stop open (3 seconds). At 4:11 pm, the suspect device was channeled off. At 4:23 pm, the suspect device was removed from use and the pcu was powered off. Total volume infused= 41.327. Test results: lvp sn (B)(6). Timed rate accuracy testing (dir 10000360036) was performed using a test administration set, source device sn (B)(6) and the returned pcu sn 14397756 to determine if the system is delivering fluid in specification. Results indicate that the system was operating within specification. See appendix for results. Sear functionality testing was performed using the returned system and ten (10) new administration sets. The results indicate the sear consistently engaged the safety clamp when the door was opened. Test method information: 1503-001-029-r over infusion test method (dir 10000360063); 1503-001-006-r rate accuracy test method (dir 10000360036). Device history review: lvp sn (B)(6). A review of the device history record showed the device had a manufacture date of 11/14/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a patient incident occurred with the 8100 pump device. An infusion was programmed at 2.3ml/hr and it was noticed the medication did not infuse correctly. There were no adverse effects caused to the patient.